Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked and bleeding lcd glass, and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that the insulin pump had crack on the screen. The customer's blood glucose was 156 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.